Event description:
It was reported that high, out of range (>200 sec) shock impedance measurement alert was noted from this right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic maneuvers to verify the lead integrity. The physician decided to post-pone a defibrillation threshold test (dft) and in-clinic maneuvers due to covid-19 and will be performed at an unspecified point in the future. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.